Event description:
This report is being filed after the review of the following journal article: messer t., et al (2002) thumb metacarpophalangeal joint arthrodesis using the ao 3.0-mm cannulated screw: surgical technique, the journal of hand surgery / vol. 27a no. 5, pages 1-3 (USA). This retrospective study aims to describe a technique for thumb mp joint arthrodesis by using the 3.0-mm ao cannulated screw. Between 1996 and 1999, a technique for thumb arthrodesis of the metacarpophalangeal (mp) joint arthrodesis by using the 3.0-mm ao cannulated screw were performed on 18 mp joint arthrodeses of the thumb in 15 patients. A compression screws (ao [synthes, paoli, pa] was used. The following complications were reported as follows: 1 superficial wound infection and 1 patient with hyperesthesias on the dorsum of the thumb. Two patients required hardware removal for pain and tenderness at the screw insertion site. This report is for an unknown synthes washer. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown washers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.